Event description:
(B)(4). Shortly after essure was put in I started having painful "twinges". Told my obgyn about them when I went to the 3 month appt to confirm my tubes were blocked. He told me that I couldn't possibly feel anything from the essure. Funny how I didn't feel it before. Since 2006, I am in chronic pain.. Joint pain, migraines, severe hair loss, dvt (blood clot),excessive /abnormal bleeding, severe cramping. Recently I had an ongoing 8 week menstrual period with severe, painful cramping. Went to obgyn who suggested a dandamp;c. During the dandamp;c he discovered that one of my essure coils has " migrated" and perforated my fallopian tube and penetrating my uterus. So now it looks like my option is a hysterectomy.